Event description:
It was reported that the lead had a high impedance and was replaced. X-rays and reprogramming were done for troubleshooting/diagnostics. The issue was resolved, the cause of the issue was not determined. Patient status at the time of this report was alive with no injury. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Concomitant product: product ID 3887, serial# unknown, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead (3890 pisces quad lead) found its body had a broken conductor and anchor site was unknown. Only distal segment was returned, proximal end of the lead was not returned. All conductors were cut through. The #2 conductor was broken in body of the lead 23.8 cm from the distal end. There was a cosmetic esc (environmental stress cracking) on outer insulation on approximately 30% of the lead length. Outer insulation was pinched approximately 11.0 to 14.0 cm form the distal end. Body insulation was cut through, the lead was segmented. Outer insulation was wrinkled approximately 18.2 to 19.7 cm from the distal end and approximately 22.7 to 23.7 cm form the distal end. Outer insulation had a cosmetic cut approximately 19.2 cm from the distal end. The distal end had #2 circuit open. The #0, #1, and #3 circuits had acceptable continuity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.